Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) examined the system remotely and confirmed that the system was unable to boot to the application. Review of the log file shows malfunction related to host pc startup. Upon troubleshooting, the philips remote service engineer (rse) checked the system log file remotely and found the error message "rmt ¿ pds: post failed on non-critical post item". The customer had rebooted the system multiple times, but the issue persisted, main ups was online but indicated a power loss. The customer verified that both the suite and the x-ray pc had power. The rse requested on-site support. On further troubleshooting, the philips field service engineer (fse) checked the system on-site and found system displayed "x-ray system starting" but remained stuck in the booting phase without progressing further. To resolve the issue, the fse reloaded the suite pc software and restored the backup. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot to the application. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.